Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl; cause unknown. The customer administered a correction bolus via the pump to address the bg. Reportedly, due to the elevated bg levels, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2022 with a bg of 800 mg/dl and high ketones that a healthcare professional identified as life threatening. While in the ICU, the customer received intravenous fluids of saline and insulin, as well as blood thinners. The customer was released from the hospital on (B)(6) 2022 with no permanent damage, and the issue resolved. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Reportedly, customer reverted to manual injections for insulin therapy.